Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while the trocar was being inserted, they saw a blue piece flake off into the abdomen. The device's component was retrieved using graspers. They opened a second trocar to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: only the obturator was received. The obturator appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while the trocar was being inserted, they saw a blue piece flake off into the abdomen. The device's component was retrieved using graspers. They opened a second trocar to complete the case. There was no patient injury.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while the trocar was being inserted, they saw a blue piece flake off into the abdomen. They opened a second trocar to complete the case.